Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sep2019. Philips field service engineer (fse) confirmed the reported issue. Fse replaced sensor pcb, exhalation flow sensor and airflow sensor, tested unit passed all performance tests and is ready to be returned to service. The reported complaint of the exhalation flow sensor reading out of spec. Was duplicated, contamination was found on the heated film element that will result flow readings not accurate. No fault was found on the returned sensor pcb & air flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported high returns. There was no patient involvement at the time the issue was discovered.